Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart, external error and displayable history check failed. Blood glucose value at the time of incident is unknown. The customer stated that the battery would last about 2 days and then the insulin pump would turn off. Troubleshooting was declined. The customer called back on (B)(6) 2017 to report that the battery depletes every 25 hours and the insulin pump alarms unexpected restart after every battery change. Blood glucose at the time of incident is unknown. The customer stated that the device was not stored or without a battery for an extended period of time and a temporary basal was not programmed before the alarms. The alarm history also showed external error and displayable history check failed alarms. During troubleshooting, the customer received another unexpected restart alarm. It was advised to clean the battery cap, insert a new battery and monitor the device until getting a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unexpected restart alarm after battery change due to interface board voltage leak. Problem isolated to interface board. Corrupted history file alarms in alarm history screen. Corrupted history file alarm noted due to corrupted history file. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads and cracked case